Event description:
Pt currently trying to infuse hyqvia and reports pump issue "system time out." Pt tried restarting pump and replacing batteries and is unable to click anything. Need to reship. Hyqvia vials were punctured and pooled into bag. Counseled pt not to use since she is unable to infuse today. Need to reship med asap as well. No adverse events reported. Replacement pump sent. Serial number not provided. No further information provided.